Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported mottling is considered to be a symptom of vascular occlusion and therefore was not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the cheek is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the cheek is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with a total of 1.5 ml of radiesse (+) into the right side of the cheek (off label use of device), on (B)(6) 2025 (reported as on saturday prior to this report). One syringe of radiesse (+) was injected. A total of 0.5 ml of undiluted radiesse (+) was injected into the cheekbone via five 0.1ml boluses, using a needle. The remaining 1 ml of radiesse (+) was diluted (product preparation issue, off label use of device) and fanned in the cheek, using a 24 g cannula. On (B)(6) 2025, in the evening, after the radiesse (+) injection, the patient experienced a vascular occlusion (reported as v/o), and mottling over most of the midface area, extending from the cheekbone to just above the jawline. On (B)(6) 2025, the health care professional started with the treatment for intravascular events. At the time of this report, it was improving. Due to the provided information, the outcome of the event was considered as resolving.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported mottling is considered to be a symptom of vascular occlusion and therefore was not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the cheek is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the cheek is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 14-nov-2025: the batch record review for radiesse(+), lot a00173890, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00173890) and no similar events were noted. The reported redness and post-inflammatory hyperpigmentation are considered to be consequences of vascular occlusion and therefore were not coded. Dilution of radiesse(+) with saline for injection into the lateral face is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Causality for the event remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked to case (B)(4), referring to the same patient. This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with a total of 1.5 ml of radiesse(+) into the right side of the cheek (off label use of device), on 11-oct-2025 (reported as on saturday prior to this report). One syringe of radiesse(+) was injected. A total of 0.5 ml of undiluted radiesse(+) was injected into the cheekbone via five 0.1ml boluses, using a needle. The remaining 1 ml of radiesse(+) was diluted (product preparation issue, off label use of device) and fanned in the cheek, using a 24 g cannula. On (B)(6) 2025, in the evening, after the radiesse(+) injection, the patient experienced a vascular occlusion (reported as v/o), and mottling over most of the midface area, extending from the cheekbone to just above the jawline. On (B)(6) 2025, the health care professional started with the treatment for intravascular events. At the time of this report, it was improving. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 14-nov-2025: a linking sentence was added. Patient initials, date of birth age and gender were provided. She was 58 years old at the time of the event. The patient was injected with radiesse(+) into the cheek and lateral face. Batch number was reported as a00173890 (expiry date: 14-oct-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00173890 (expiry date: 14-oct-2026). A lot search in the global safety database was conducted. Dilution of 1 ml of radiesse(+) was done with 0.5 ml of saline and was injected with a cannula into the lateral face. She previously had dermaplane, since 2020 (reported as for the last 5 years), sylfirm in (B)(6) 2025, hyaluronic acid filler into the upper lips on (B)(6) 2025, sculptra to lateral face on (B)(6) 2025, radiesse into the jawline and hyaluronic acid into the chin shadows on (B)(6) 2025. She also previously had monthly laser treatments (also reported as laser genesis) and an ulthera v lift in (B)(6) 2025, both in the area of the cheek (reported as areas treated with radiesse(+)). No laboratory tests were performed. Corrective treatment included hylenex to the area over 2 days, 21 vials total by cannula and point injection, in (B)(6) 2025 (reported as less than 24 hours after the event). Medications given were low molecular weight heparin, aspirin, prednisone, 20 mg cialis, 81 mg of aspirin, keflex for 5 days and pentoxifylline. She used a carboxy mask daily, hyperbaric chamber twice daily for the first week and ongoing once a week for 10 weeks, and adjunct medications. A consensus was to provide hyperbaric and medications to aid with oxygen diffusion to prevent skin necrosis. She was followed daily with photos and consulted by the physicians. At the time of the report the area was healing well and no sign and symptoms of skin necrosis were noted. The patient had some residual redness and post-inflammatory hyperpigmentation (reported as pih) in the area which was to be treated with topical lighteners, neocutis serum and possibly laser genesis once the skin was fully healed. The outcome of the event remained unchanged (ambiguously reported as resolved on (B)(6) 2025). In the opinion of the reporter, the event was not permanent, the patient was not hospitalized, but treatment was necessary to prevent permanent damage. Additionally, the reporter believed the event occurred as reflux was not possible with radiesse(+) injected into the transverse artery.